Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that resistance was experienced during the fill process. Customer's blood glucose level was not impacted. Customer was not using the pump for insulin therapy at the time of event. A new cartridge was successfully loaded, and customer resumed insulin therapy.